Manufacturer narrative:
It was reported that the device broke during insertion. The reported event is confirmed upon investigation of the returned picture. Visual evaluation identified that the device was out of its original packaging and used. The device appears to display signs of damage around the implant and shaft. However, without the return of the device, further evaluation cannot be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair the swivel lock implant broke during insertion. At this point it was discovered the swivel lock was loaded backwards from out of the package. All was retrieved from the patient. It was replaced with another swivel lock and the case was completed with no further issues. The patient is fine to date.